Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for low blood glucose of between 25 mg/dl and 44 mg/dl. The customer's blood glucose reading was 200 mg/dl at the time of the call. Troubleshooting indicated that the drive support cap was normal and to monitor pump. Customer was advised to follow up with their doctor regarding the low blood glucose.